Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose went up to 400 mg/dl on monday and it took 5 hours for it to come back down. Customer stated that her act button was not working correctly and will not respond at times. Customer stated that her insulin pump has a big crack in it. Customer thinks the moisture may have gotten into the pump. Customer stated that her blood glucose is 37 mg/dl. Customer treated with juices and food. Customer stated that the pump has been dropped. Customer is not wearing the insulin pump. Customer stated that the damage is near the arrows. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.